Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion out of box. The battery longevity estimate on (B)(6) 2016 was 13 months.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to implant and it was revealed that the crt-d had been previously programmed. The crt-d was not able to be used due to the estimated longevity of 13 months was insufficient. There was no patient involvement.